Event description:
It was reported that an ilet user experienced hyperglycemia after taking a smaller-than-usual meal announcement, followed by a usual meal announcement when glucose began to rise; glucose peaked at 257 mg/dl for approximately 30¿45 minutes, with no alarms reported and no backup therapy used. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or dka. Outcomes included no medical intervention, no hospitalization, and self-monitoring until glucose trended down. Investigation included customer education and troubleshooting regarding appropriate meal announcement use and timing of insulin action. Investigation of this case revealed user-related dosing inconsistency with meal announcements and no evidence of infusion set issues, aligning with expected insulin pharmacodynamics where peak effect had not yet occurred within the reported timeframe. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement and timing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.